Event description:
The patient x-rays reveal significant wear of the polyethylene liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they remain reportedly implanted. X-rays received and reviewed. X-rays are not dated. Femoral head appears to be eccentrically located within the polyethylene insert of the acetabular cup suggesting poly wear. The acetabular cup does not appear to be place at the suggested anteversion angle; however, the angular degree cannot be determined. Suspected malpositioning of the cup may have led to the described poly wear. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support the previous x-ray examination finding of edge loading. In this case a portion of the rim of the polyethylene liner has fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and possible disassociation of the liner from the cup. The cup was not returned for examination. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support the previous x-ray examination finding of edge loading. In this case a portion of the rim of the polyethylene liner has fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and possible disassociation of the liner from the cup. The cup was not returned for examination. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.